Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the desktop charger (dtc) was unable to charge the implantable neurostimulator recharger (insr) and the insr screen was blank. The insr displayed the plug in symbol with the insr battery level at 1/2 reading left to right, however it did not charge. It was noted that there was a green light on the desktop charger (dtc), and the dtc connector pin was not loose or broken. In addition, the white arrows on the dtc and insr lined up. There were no reported patient symptoms, and there was no indication of patient harm. Additional information received from a patient reported on 2016-01 that the recharger (insr) was not charging. She received the new dtc; however, the insr screen icons kept blinking on and off and it was still not charging. She let the insr charge for a whole week and it did not charge. It was reviewed that the consumer was getting the normal insr charging screen, but the entire bottom row was blinking on and off. Troubleshooting had the consumer unplug and replug the connection at the dtc and the entire bottom row stopped blinking and the consumer confirmed the insr was charging. Additional information received from the consumer reported it was not working again and she would like a replacement insr. It was working, and then the whole unit just shut down and nothing powers up. The insr displayed it would charge only to 25% and the buttons were unresponsive. Tried a reset and noted that the desktop charger (dtc) would not charge the insr. Further information received from the consumer reported she received the replacement insr, but her insr was not connecting and she was seeing the poor communication screen on the patient programmer. The last time she felt stimulation was since she started having issues with the charger around (B)(6) 2016 and the last successful charge session was around (B)(6) 2016. It was reviewed that the device may be in overdischarge. The consumer noted she already had one overdischarge. The consumer was directed to follow-up with her health care professional to perform a physician mode recharge (pmr). The symptoms were noted as pain since (B)(6) 2016. Additional information was received from the patient on 2016-07-13 that reported that the patient had contacted her managing physician and an appointment date was scheduled in (B)(6) of 2016. The issue had not resolved. The charger and stimulator could not connect and would not turn on. The patient requested someone contact her to manually reset over the phone. Additional information was received via a manufacturer representative from the patient that reported that on (B)(6) 2016 she noticed that she couldn¿t charge her implantable neurostimulator. The patient¿s last successful charge before this incident was in (B)(6) of 2016. There was an alleged overdischarge. The patient spoke with a manufacturer representative on 2016-09-19 and was told to do a physician mode recharge on their own at home and they did 4 physician mode recharge sessions and the implantable neurostimulator was pulled out of overdischarge. The patient was going to continue to charge their implantable neurostimulator, but kept on seeing the power on reset screen when she was charging the implantable neurostimulator. The patient had trouble charging on (B)(6) 2016 which was clarified to mean that she was charging with 4-6 (or 7) coupling boxes and didn¿t get a quartile charged. As of (B)(6) 2016, the implantable neurostimulator was back to depleted and the patient was working of charging to 25% to have the manufacturer representative use the clinician programmer to clear the power on reset message. It was noted that the patient had been in overdischarge 3-4 times previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.